Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 424 mg/dl which was treated with insulin pens. Customer reported after delivering bolus his blood glucose not came down, it was 514 mg/dl before the bolus and after bolus it went to 546 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of reported event. Customer reported that the troubleshooting was done and they also did self test and it was pass. Insulin pump will not be returned for analysis.